Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x15mm nc trek referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in a 90% stenosed mid right coronary artery with moderate tortuosity and heavy calcification. The protective sheath of a 3.5x15mm trek rx balloon dilatation catheter (bdc) was removed without resistance and then the bdc was soaked in saline and air was aspirated outside the patient anatomy prior to use. The 3.5x15mm trek rx bdc was successfully advanced to the lesion against resistance with the anatomy. On the first attempt at inflation, the 3.5x15mm trek rx balloon ruptured at 6 atmospheres (atms). The 3.5x15mm trek rx bdc was simply removed from the patient anatomy without issue. The protective sheath of a new 3.5x15mm nc trek bdc was removed without resistance. The 3.5x15mm nc trek bdc was soaked in saline, prepped with air aspiration outside the patient anatomy, then advanced to the lesion against resistance with the anatomy, where it ruptured at 8 atms during the first inflation. The 3.5x15mm nc trek bdc was simply removed from the patient anatomy without issue. The lesion was successfully dilated with a non-abbott bdc and a non-abbott stent was implanted, resulting in 0% stenosis. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.